Event description:
The manufacturer received information alleging a ventilator's touchscreen was not responding. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's display was replaced to address the issue. The device was returned to working order after the repairs.